Event description:
In 2009, I received a medtronic neurostimulator. This was a temporary device for the screening period. I was instructed to use the device and given nine days later, for its removal. A follow-up appointment was made for two days after the original date. At this appointment with the medtronic representative, I informed her that I was experiencing severe itching and discomfort at the site. Michelle informed the nurse of my concern. The nurse stated it -the itching and discomfort- was likely caused by the incisions healing. I informed her that I have had numerous surgeries and it didn't feel like incision healing discomfort, but I believed I was experiencing an allergic reaction to the adhesive used to secure the devise. The nurse assured me that was not the case because they were aware of my adhesive allergy and had used the proper bandages. -tegarderm or occu-. I finished my meeting with rep. During this meeting, she adjusted the device to a level that was comfortable to me and gave me further instructions of the use of the device, her telephone number, and instructed me to call if I had any concerns. I called rep the following evening, at between 9:30-10:00 p.m. I apologized for the lateness of the call, but I was still experiencing discomfort and it was getting worse. She instructed me to call the doctor- and leave my telephone number for a call-back. I did as she instructed. No call was returned that evening or the following day. I called the doctor again. No call was returned. I went to urgent care the afternoon of eleven days later. The doctor said she was not going to do anything because of the complexity of the device, but she would be willing to give me prednisone for the itching and discomfort. She also instructed me not to go to the emergency room, but to show up at dr's office first thing in the morning and demand help for this problem. That evening -five days after the original date-, rep called to follow-up on my return call to her regarding no phone call back from dr. She said she would make sure I got a call that evening. I received a call from the nurse - approximately one half hour later instructing me to come at 7am the next day, so the neurostimulator could be removed. On that day, rn removed the neurostimulator. Afterwards, she came to me to inform me that three -3- electrodes were left in. She showed me was the leads were suppose to look like and that it had never happened before -pieces of the device left in-. I was sent to x-ray and sent home. Alter that day, the nurse called to tell me, dr wanted to remove the pieces the following morning, two days later. I arrived, was prepped with an IV and positioned on the table. Another medtronic's rep - and dr's assistant - along with the nurse and a tech were in the room. Once the x-ray device was positioned over the area, exclamations of "I've never seen anything like this", and "how did that happen" were being made. I expressed my discomfort with hearing these things and asked what was going on. Dr explained that he thought he could make an incision over the area and lift the electrodes out, but the leads had twisted around and the end was curled which would made removal difficult. I then suggested "measure twice, cut once". Since I was getting the permanent device, schedule the surgery to remove the left over device and implant the permanent one at the same time so I would not have to get cut twice. He agreed if I was comfortable with that arrangement. I just asked for assurance that I would not become paralyzed because it was left in until surgery to remove it. He and the others in the room assured me that the location of the "rogue" pieces were not in an area that would cause paralysis. In closing, I was told that this had never happened in his 23 years of practice by dr. The medtronic rep said, he had never heard of an incident like this at all. My concern is the area is bruised and swollen, I consider it an emergency to prevent infection and alleviate my discomfort; however, I'm not scheduled for removal of this thing until early of the following month. The hospital was not informed that there was a mishap with the temporary device, my referring physician was not notified, and the psychologist I had to see to approve the surgery was not informed. This incident needs to be recorded and a report filed. Thank you. Dates of use: 2009. Diagnosis or reason for use: chronic back pain. Event abated after use stopped or dose reduced?: no.